Event description:
(B)(4). Devices were completely covered by insurance. Beginning in 2009 I have experienced ongoing and chronic headaches, pain and discomfort in abdomen, severe uterine cramping, sharp / stabbing pelvic pain, burning sensation in lower abdomen, abnormal menses, bacterial vaginosis, frequent spotting, vaginal discharge, adenomyosis, nabothian cysts, fluid in pelvis, endometrial fluid, fluid in cul de sac, pelvic and perineal pain, menorrhagia, mittelschmerz, night sweats, fatigue, loss of libido, hot flashes, bleeding after sex, painful intercourse, bleeding between periods, incontinence, sexual dysfunction, yeast infections, urgent / frequent urination, vulvodynia, breast pain, abdominal spasms, joint pain, back pain, pelvic pain, nausea, gas, constipation, diarrhea, heartburn, dizziness, brain fog, mood swings, depression, anxiety attacks, metal allergies, hair loss, insomnia, weight gain and severe bloating.

Event description:
(B)(4). Hysterectomy (B)(6) 2016.